Event description:
It was reported that there was a malfunction resulting in agent delivery less than 20% from the setting during a case. There was no patient injury.

Manufacturer narrative:
The vaporizer was cleaned and reseated by the end user which resolved the issue. There was no ge healthcare repair. Block a: patient information could not be obtained due to country privacy laws. Block d4 serial number was unavailable at time of MDR filing. Block h4: date ofâ device manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.